Event description:
The customer reported that the system displayed an error code: board parody error addr. The system stirring handle was not connected to the system.

Manufacturer narrative:
The customer called a third party vendor to address the problem. No service was performed.